Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient underwent an unrelated procedure. During the procedure insulation failure was noted on the right ventricular lead. The lead was explanted and replaced in a separate procedure. The patient was in stable condition.

Manufacturer narrative:
As received, a partial lead was returned in four pieces. The connector portion measured 13.6 cm, the first middle portion measured 14.4 cm, the second middle portion measured 83.5 cm, and the distal portion measured 9.5 cm. The connector portion displayed a torn is-1 boot adjacent to the connector ring at 2.3 cm from the connector pin and the distal end was noted as cut with no shorting found. The first middle portion displayed surface abrasion noted at 4.0 cm to 4.5 cm and 6.0 cm to 6.3 cm from the designated end. The second middle portion displayed missing insulation from the designated end to 22.7 cm from the designated end, svc shock coil damage 35.0 cm from the designated end, torn svc shock coils that were stretched at 41.5 cm to 57.2 cm from the designated end with torn insulation, a tear on the insulation on the distal tip electrode lumen that exposed the conductor at 62.5 cm to 62.9 cm from the designated end, and shorting on all conductors. The distal portion displayed the distal tip electrode recessed into the lead 0.6 cm from the distal tip, shock coils damaged at 4.0 cm to 5.0 cm from the distal tip, torn insulation from the rest of the rest of the lead at 5.3 cm from the distal tip, and shorting between the tip and shock coil conductors. All damage and shorting are consistent with procedural damage. The reported event of insulation failure was not confirmed as all anomalies were attributable to procedural damage.